Event description:
It was reported that an alarm 2 followed by alarm 26 occurred on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to disconnect from the site, load a new cartridge, and deliver a bolus, which completed successfully. Technical support arranged for a one-time replacement pump with updated software, to be provided, and the customer was advised on the steps to take with the new pump and the return of the old one. They will continue using their current pump until the replacement arrives.